Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and during defibrillation threshold testing (dft), the s-ICD was unable to convert the patient out of ventricular fibrillation (vf) with one shock. Dfts were attempted a second time, and it took four shocks to convert the patient out of vf. The patient was noted to be large in size, however the s-ICD was placed in an optimal position. No further changes were made and the s-ICD remains implanted and in service. No additional adverse patient effects were reported.